Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient presented a cervical disc herniation with spondylosis and instability as well as myelopathy. The patient underwent surgery consisting of anterior cervical discectomy and fusion with allograft and plate at c6-c7. Per the operative report ¿¿.there was the requirement of cultivation of the anterior vertebral bodies so the plate would sit smoothly. This was secondary to anterior osteophytes. The area of the bone drilled away from the anterior osteophytes was packed with gelfoam powder and paste. The operating microscope was removed from the field. Serial trial spacers revealed an adequate fit for a 7 mm vg2 allograft at c6-c7. That interspace was trailed and rasped, and then a 7 mm graft was inserted under lateral fluoroscopic confirmation. Following this, a plate was selected and, using ap and lateral fluoroscopic confirmation, 16 mm were placed in the vertebral bodies of c6-c7 with the exception of one 17 mm screw at c6. Again, all ap and lateral fluoroscopic images confirmed adequate placement of screws, grafts, and plate. Monitoring was stable during the entire course of the operation. The wound was copiously irrigated with antibiotic saline and hemostasis appeared to be good. Due to the initial coagulation of the vein, a 1 0-french blake drain was placed in the incision.¿ no complications were noted. On (B)(6) 2006 the patient was discharged from the hospital. On (B)(6) 2006 presented tightness in the neck and radiating pain. A post op 3v cervical x-ray was performed which demonstrated that ¿there has been a c6-c7 acdf with intact hardware and well positioned interbody cage, vertebral body heights are maintained. There is straightening. There is multilevel endplate spurring with mild disk height loss c4-c5. Prevertebral soft tissues are normal. On (B)(6) 2007 in an ov the patient presented chronic back pain. On (B)(6) 2007 the patient called into the doctor requesting an appointment and reporting a fall that occurred on (B)(6) 2007. On (B)(6) 2007 the patient reported neck and shoulder pain. A 2v cervical x-ray was taken which demonstrated ¿status post acdf c6-c7 without complicating feature; there is stable spondylosis with disk height loss at c4-5 and c5-6 and facet arthropathy from c2-c7.¿ on (B)(6) 2007 the patient presented neck pain and headaches. A cervical xr was taken which showed ¿acdf c6-7 without complicating feature, there is spondylosis with facet arthropathy and anterior traction and bridging osteophytes from c2-c5, unchanged when compared to the previous study.¿ on (B)(6) 2007 the patient called in and reported that he had fallen approximately two weeks prior and since that time had an increase in posterior neck pain and he was experiencing right shoulder pain with burning pain down into his right forearm. On (B)(6) 2007 the patient underwent a 2v cervical spine x-ray which demonstrated ¿acdf c6-7 without complicating feature, there is spondylosis with facet arthropathy and anterior traction and bridging osteophytes from c2-c5, unchanged when compared to the previous study.¿ on (B)(6) 2007 the patient presented neck and shoulder pain. A cervical spine MRI was performed with the following recorded: ¿since a previous exam performed on 7/1/06, an acdf has been performed at c6-7. The hardware appears to be well positioned and the cervical vertebrae are well aligned. There is no evidence of significant residual or foraminal stenosis at this level. The parasagittal images best revealed severe degenerative changes involving the c3-4 facet joint on the left with sclerosis involving the left c3 facet. A similar appearance was present on the previous study performed on (B)(6) 2006. The adjacent intervertebral foramen was not significantly narrowed. At c4-5 and c5-6 the spinal canal was not significantly narrowed. At c7-t1 no significant abnormalities were noted. There was no evidence of disk herniation in the cervical region. The cervical spinal cord was of normal size, configuration and signal intensity. ¿¿ status post acdf at cb-7. No complicating features. No evidence of significant spinal canal stenosis or disk herniation; severe degenerative changes involving the c3-4 facet joint on the left. This is little changed since the previous exam performed on (B)(6) 2006.¿ on (B)(6) 2009 the patient presented progressive worsening pain located at the neck and radiating through the shoulders and down the entire right arm and complained it was worse with typing and driving. The patient also reported lower back pain which radiated to right leg and was worse when driving or sitting. They also reported racing heart, decreased hearing, fatigue, sweats, burning and blurring eyes, poor sleep, gas, lack of sex drive, joint swelling, difficulty concentrating, and depression. On (B)(6) 2009 a follow-up lumbar spine MRI was conducted which demonstrated ¿there is normal alignment, vertebral height, and lumbar signal. The conus terminates appropriately. Poorly marginated oval t2 hyperintense signal is present within the conus at the t12 segmental level. There is no enlargement of the spinal cord. The disc height is normal from t12 to l4 and at l5-s 1. There is no vertebral canal or foraminal stenosis. L4-5: t2 dark disc with moderate disc height loss. Facet arthropathy is present with small joint effusions. Central zone protrusion is present with focal hyperintense signal in the posterior margin. A MRI c-spine demonstrated ¿small central zone disc osteophytes c3-4, c4-5, c5-6; anterior margin disc osteophyte c7-t1. There is straightening of the cervical spine with loss of normal lordosis. There are t2 hyperintense lesions within the spinal cord, which are oval in shape and measuring approximately 1-cm in length at the cervicomedullary junction, dorsal to c3 vertebral body and c5-6 interspace. There is no spinal cord expansion. Paravertebral soft tissues are unremarkable. Disc height is normal at c2-3. C3-4: disc height is normal with small central zone disc osteophyte. There is no vertebral canal or foraminal stenosis. C4-5: disc height signal is normal with small central zone disc osteophyte. No significant vertebral canal or foraminal narrowing. C5-6: t2 dark disc with mild disc height loss and small central zone disc osteophyte. There is no vertebral canal or foraminal stenosis. Magnetic susceptibility artifact is present at c6-7 from acdf. There is no vertebral canal or foraminal stenosis. C7-t1: there is mild disc height loss with anterior margin disc osteophyte. No vertebral canal or foraminal stenosis. Impression: at l4-5, small central zone disc protrusion and annular tear with mild vertebral canal stenosis. Associated degenerative disc disease and facet arthropathy; poorly marginated, oval-shaped, t2 type hyper intense signal within the conus dorsal to the t12 segment measures 1 0-mm in length. There is no expansion to the spinal cord. Prior cortical spine MRI demonstrates multifocal t2 hyper intense spinal cord lesions on exams from (B)(6) 2006. The findings are most consistent with demyelinating disease such as multiple sclerosis. ¿ on (B)(6) 2010 in a multiple sclerosis consultation, the patient complained of sleep apnea ; erectile dysfunction, light headedness; unsteadiness on his feet; leg jerking; dragging on the right foot when walking; slurred speech; fatigue, numbness and tingling in right arm and leg. Per the doctors notes, a MRI in 2006 showed white matter brain lesions; cervical spine lesions at c2, c3, and c4, a herniated disc at c6-5 with cord compression. Per the doctor¿s notes a (B)(6) 2010 MRI demonstrated ¿at least ten new areas of increased signal in the white matter bilaterally and brain stem. ¿ also ¿three micro hemorrhages involving the right putamen and the deep white matter of the right parietal lobe.¿ on (B)(6) 2010 the patient underwent a renal ultrasound exam which was normal. On (B)(6) 2011 the patient presented hypertension and underwent a renal ultrasound which was ¿non- diagnostic for optimal evaluation of renal artery stenosis, the intra-renal waveforms and renal size however are unremarkable.¿ on (B)(6) 2011 an abdomen CT was performed which demonstrated ¿subtle asymmetric nodularity involving the root/medial limb of the left adrenal gland which may reflect the presence of an adenoma ¿.. Small right anterior chest wall lipoma.¿ on (B)(6) 2011 the patient complained of bilateral leg jerking, weakness in both legs, some shoulder pain radiating from right lateral neck into the upper part of the right shoulder and into the c3-c4 region; weakness in the right arm, and frequently dropping things (right hand). He also complained of occasionally choking on fluids. Per the doctors notes ¿it sounds as if he has either a right c3 or c4 radiculopathy versus a cervical spinal cord lesion (both his right arm and right leg are weak).¿ on (B)(6) 2011 the patient presented ms symptoms and shoulder pain. A c-spine MRI was performed which demonstrated ¿mild endplate hypertrophy c2-c3, c3-c4 ¿ impression: two high signal intensity foci in the cervical cord as described. No appreciable abnormal enhancing focus. These high signal intensity foci appear new as compared to the 2006 and 2007 studies. Given the patient¿s history of multiple sclerosis, ms plaques are possible. Postoperative changes of the cervical spine with mild cervical spondylosis. No high-grade central canal or neural foraminal stenosis.¿ on (B)(6) 2012 the patient presented neck pain, right shoulder pain and right arm pain. He stated that since 2009 he has had right shoulder pain that is progressively worsening. The pain radiates down mid deltoid. The patient complained of constant numbness and tingling in his 4th and 5th digits. ¿ on (B)(6) 2012 a CT scan was performed which showed the left adrenal adenoma to be unchanged. On (B)(6) 2012 the patient presented shoulder pain worse which was worse on the right side , bilateral shoulder numbness and parasthesia with decreased rom. A MRI was performed on the right shoulder which demonstrated ¿acromioclavicular joint osteoarthritis. Rotator cuff tendinosis with superimposed partial thickness articular-sided tear of the central/posterior fibers of the supraspinatus tendon. No full-thickness rotator cuff tear. Findings suggestive of a slap tear with posterior extension. This appears to involve approximately the posterior one-half of the labrum. There is suspected extension into the biceps anchor.¿ a MRI was performed on the left shoulder which demonstrated ¿os acromiale with associated osteoarthritis of the acromioclavicular joint; normal appearing rotator cuff. Abnormal appearance of the labrum. ¿per the notes ¿biceps tendon is normal in position and signal intensity. There is a physiologic amount of fluid within the glenohumeral joint. The anterosuperior labrum is small in size. Findings may reflect a buford complex. There is increased signal and irregularity of the posterior labrum, consistent with at least degeneration. Findings are suspicious for superimposed posterior labral tear.¿ an mr of right ankle was also taken which showed ¿remote healed fracture of the distal fibula; tibiolatar joint osteoarthritis, at least moderate in severity. Remote sprain/partial tear of the anterior talofibular. On (B)(6) 2013 in a phone call from the patient to the doctor¿s, office the patient complained of neck pain, pain in their right shoulder and right arm and pain in their pinky and ring finger. On (B)(6) 2013 the patient presented worsening neck pain; bilateral shoulder pain; right arm pain radiating to 4th and 5th digits. A cervical spine MRI was performed which demonstrated ¿degenerative changes and significant facet arthropathy¿. Probably no significant change. Moderate right and severe left foraminal stenosis c3-4 with probable impingement of left c4 nerve root; mild right and moderate left osseous foraminal stenosis c6-7 with contact of left c7 nerve root; diffuse disk osteophyte c7-t1; facet arthropathy; moderate right and severe left foraminal stenosis; alignment for differences in technique and mild motion, which mildly limits comparison, probably no significant change in the multiple cervical intramedullary t2 hyperintensities described above, compatible with the given history of multiple sclerosis. There does appear be a new 5 mm t2 hyperintensity within the right cerebellar white matter. This is compatible with a new ms plaque but is incompletely characterized on this exam.¿ on (B)(6) 2013 a MRI was performed which showed ¿¿. Some plaques that are consistent with ms. Mild foraminal stenosis at c3/4 that would not explain hand numbness.¿